Event description:
A facility has experienced breaking green catheter hubs. There was bloodloss through the cracks. The events occurred when the pts were at home. The devices are not available for evaluation.